Event description:
It was reported that the user, on ilet for about a month, experienced recurrent low glucose events and began under-announcing meals to reduce lows; the user reached a glucose of 39 mg/dl and self-treated with oral carbohydrates such as juice or gummies, acknowledging occasional overtreatment. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication or oral glucose intake. Troubleshooting and education were provided, and the user was assigned for additional training with transfer to clinical support. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.